Event description:
It was reported that the ventilator shut down with an audible alarm while on a pt. The ventilator started back up and then shut down on the pt again. No pt harm reported. The customer tested the ventilator and it passed all testing.

Manufacturer narrative:
Na